Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (won't hold a charge) has been confirmed. As received, the battery was able to power up a monitor but did not charge on the charger. Upon eval, the thermistor was not soldered to the pca board pad, which created an open connection, the root cause for the lack of solder cannot be positively identified but is likely assembly error. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
An (B)(6) old male pt's daughter contacted zoll customer support to report that the pt's battery was not holding a charge. The pt was issued a replacement battery pack.